Manufacturer narrative:
An email response was sent to the customer, informing her that the breast shields were made from food grade polypropylene and did not contain latex. The customer was provided with medela's customer service contact information and was asked to make contact by phone or web chat if further assistance was needed. In follow up with a complaint handler on 11/30/2018, the customer indicated that she experienced a rash with all of the medela breast shields and was using a pump in style breast pump. She indicated she washes the breast shields by hand, occasionally through the dishwasher on the sanitizing cycle, and had begun to boil them in hopes it would help. Additionally, she alleged that she received medical treatment and was given a cream that cleared up the rash, but once she started pumping again, the rash returned. She stated she has to continue pumping for her daughter so the rash is still there. The customer was contacted additionally on multiple occasions to confirm if the cream provided was prescription or over the counter, to offer replacement breast shields, and/or contact with medela clinical staff since the rash was not resolved. In additional follow up with a complaint handler on 12/05/2018, the customer clarified that the cream was a prescription, declined to be referred to medela clinical staff, and refused the return or replacement of her breast shields. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). Reported issues of rash were investigated under in (B)(4), which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user.

Event description:
On (B)(6) 2018, the customer emailed medela llc to inquire about what the breast shields are made of and alleged that they were causing her to have an allergic reaction, which she thought was thrush. She additionally alleged that when she quit pumping the reaction cleared up, but once she started pumping again, it reappeared within 48 hours. She indicated she has a latex allergy and questioned whether our breast shields contained latex, since she purchased new breast shields and still had a rash with them as well.